Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: when the mesh was inserted the grey seal inside the cannula went into the patient as well. This is not usual. After foreign body was removed carried on with the product. Under 30 minutes extra operating time and no extra blood loss. No tissue damage to patient.